Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the surgeon was using a meniscal cinch ii, ar-4501, for a medial meniscal repair procedure. On the second device used, after implanting both implants with no issue, the knot pusher, ar-5815, was placed on the suture and the suture broke almost immediately. The suture was retrieved from the joint but both implants stayed seated on the meniscus. Another meniscal cinch ii, ar-4501, was opened and used to complete the repair with no issue. The same suture cutter was used for all three ar-4501s (ar-5815, lot: 911492970). Additional info: 3 devices in total were used: ar-4501 lot# f294668 and f294660 were both used and worked perfectly. An additional of lot f294660 is the one that the suture broke on. The one that broke was the second of 3 devices used in total. The cannula did not break or bend. The first button was pulled all the way back before the second button deployed. The suture was retrieved, but the implants were outside the joint capsule and were not retrieved. Another device was placed after this one to complete the repair without complications. No device is available for return to evaluate.